Manufacturer narrative:
The facility did not retain the subject glidescope bflex 5.8 single-use bronchoscope following the reported event and therefore was not available to be returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Photo evidence provided by the facility shows the tip of the bronchoscope was damaged and missing the camera/tip. Upon following up with the facility for additional information as part of verathon's investigation of the reported event, the facility was unable to confirm the manufacturer and model of the et tube used with the bronchoscope during the procedure. However, they reported that the user experienced difficulty passing the bronchoscope through the et tube due to a bronchial block in place. Review of production records for the glidescope bflex 5.8 single-use bronchscope, lot number "fw223400", did not identify any anomalies. Review of complaint history for the reported lot did not identify any other complaints reported to verathon. Trending analysis for the glidescope bflex 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A user facility reported via medwatch report number (B)(4). That during a bronchoscopy done at the bedside by an intesivist in the intensive care unit (ICU), the tip of the glidescope bflex 5.8 single-use bronchoscope being used broke off inside the patient. Upon following up with the facility regarding the reported event, the facility reported that the tip broke when being retracted from the et tube. It was reported that the user experienced difficulty passing the bronchoscope through the et tube due to a bronchial block in place. The manufacturer and model of the et tube was not provided. The detached tip was successfully removed by a pulmonologist. No further medical treatment or hospitalization was required for the patient due to the reported bronchoscope tip separation; however, due to the patient already being in a critical condition, they were on extracorporeal membrane oxygenation (ECMO).